Event description:
It was reported that while being hospitalized for an unreported indication, the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the peritonitis event prolonged the hospitalization. The cause of peritonitis was unknown. The patient treatment was not reported. At the time of this report, the patient was still in the hospital. The patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): one day after the onset of the peritonitis, the patient (pt) was hospitalized. Sixteen days later, the pt was discharged from the hospital and was recovered from the peritonitis event.